Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2011 and subsequently expired on (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events for the same pt involving two separate products; associated MDR's 1225714-2014-02767, 1225714-2014-02768, 1225714-2014-02769 and 1225714-2014-02770.